Manufacturer narrative:
The data files were returned and analyzed. The data files showed that at least nine applications were performed with a electrophysiology (ep) catheter, 239f3 with lot number 19912, without any issue on the date of the event. In conclusion, clinical issues were encountered during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patients blood pressure dropped, and a cardiac tamponade was observed. Drainage was performed and the case was completed with cryo. No further patient complications have been reported as a result of this event.